Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting could not be performed. The mother also reported that the insulin was squirting out during manual prime. Last of all, the customer rec'd two different alarms.

Manufacturer narrative:
The unit was unable to prime test. A motor error occurred during basic occlusion test due to the faulty force sensor. The unit alarmed after the battery change and alarmed an error test due to the open cell. Unable to perform the occlusion test or test for high blood glucose complaint due to motor error alarms.